Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst indicated that the helix was found bent in the sleeve head and would not extend at time of analysis.

Event description:
It was reported that during an implant procedure, the physician attempted to spin the helix of the lead to fixate it, but the helix did not move. The lead was removed from the patient and the physician tried to spin the helix again, but nothing happened. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.